Event description:
It was reported that the pump had power/battery issues. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Cracked top case, the tamper seals were missing. Depleted battery was found in the history. Alternate current (ac) and battery indicators are blinking when pump was plugged in and the battery was depleted. The root cause of the reported issue was found to be power supply was not working as intended. Replaced power supply printed circuit board (pcb) to resolve the reported issue.